Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensing of what appeared to be muscle noise. Noise was able to be recreated in clinic however there was not much oversensing recreated. It was reported that the patient had a by-pass surgery, however the timing relative to the system implant was unknown. X-rays were performed which revealed the electrode and device placement may not be optimal. The electrode tip was hooked towards the device. The device appeared to be high and was not on the facial plane. Noise was able to be recreated in all three vectors, therefore no reprogramming options were available. Technical services discussed considering a system revision. No adverse patient effects were reported. The local area field representative was contacted for additional information. The emergency room physician referred the patient to another physician. No further information was available. Should additional information become available, this report will be updated.